Event description:
It was reported the patient has an unrelated seizure disorder. When the patient has a seizure she has retrograde amnesia and at times the patient does not know she has seizures. The patient had a seizure four days prior. The seizures are often grand mal seizures. The patient takes anti-seizure medication as well as heart medication. The patient has a ¿very bad seizure disorder¿ and recently had three seizures during a two week period. During one seizure the patient fell and banged her head five times on the floor. It was indicated the pump may have moved as a result of the seizure. The patient contacted the hcp on friday but she has not heard back. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: unknown, serial# unknown, product type: programmer, patient. (B)(4).